Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b7; g3; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
D11: 00771301100-femoral stem-61304681. 00801804002-femoral head-61357247 corroded. 00630506040-liner standard- 61315782. 00620006022-shell porous- 61269962. 00625006525-bone screw- 61338958. 00625006525-bone screw- 61307758. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a2; a3; b5; d1; d2; d4; g4; g5; h2; h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure approximately 6 years post implantation due to pain and elevated metal ions. During the revision significant corrosion noted upon removal of the femoral head, stem well-fixed, scar tissue around the femur sent for cell count, no wbcs, no sign of infection. Eto stabilized with cerclage wires x4. Shell left intact, locking ring functioning properly, liner replaced. Liner, head, neck, stem replaced without further complication attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Manufacturer narrative:
Reported event was confirmed by review of medical records by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- hip-m / l taper-stems-unknown. Unknown- hip-versys-head-unknown. Unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05440, 0001822565-2019-05442. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported underwent left total hip arthroplasty. Subsequently the patient was revised 6 years¿ post-op due to allegations of unspecified injuries. Attempts have been made and additional information on the reported event is unavailable at this time.